Event description:
3m received information from a customer reporting that one case of 2269t 3m red dot neonatal monitoring electrodes were not showing a reading and seem to be lacking adhesive. Replacement product was sent to the customer. The affected electrodes were returned to 3m and analyzed. Testing found that the defect was isolated to the red wires from mn wire lot 100827. Mn wire has been contacted and will investigate internally to determine a root cause and how much of the lead wire inventory is affected. 3m will continue to monitor for this defect. Corrective action has been recommended.

Manufacturer narrative:
Patient information was not available/no patient(s) involved in the complaint. No adverse patient effects were reported. If additional information is received, a follow-up report will be submitted. Electrical wire.